Event description:
Received customer's maude report from FDA which states: "the IV chemotherapy was found leaking, due to an infusion set defect. The infusion clamp leaked approx 30 ml of chemo drug on the pt's left arm and flank area. This was related to a mechanical malfunction of the IV tubing. The pt's body was cleansed, post spill. The treatment was reset and completed, after the physician ordered the therapy to be completed via another set up. It was necessary for nursing to assess the pt's skin every 2 hours for signs and symptoms of reaction." The report lists "event report type" as "injury-c" and "event outcome" as "required intervention"; however, the event description states "there was no adverse reaction reported.

Manufacturer narrative:
(B)(4). No other info is available, no customer info is provided or available; no hosp name, address, or contact person is listed and no phone or e-mail is provided. The customer's complaint of leaking could not be confirmed due to the product not being returned for failure investigation. The root cause of this failure was not identified.